Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer¿s power supply overheated per error log files, therefore the power supply was replaced. It was also indicated that the programmer's system fan was noisy and therefore replaced. Manufacturer's analysis was unable to confirm the customer comment that the stylus was malfunctioning as the stylus was not returned with the programmer. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the stylus pen was replaced due to malfunctioning. It was also reported that the programmer overheated and turned off. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.